Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #45 was found be fractured and showing bone loss, therefore the implant was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the event description was updated from fractured implant to peri-implantitis. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 h10: narrative/data was updated.

Event description:
Upon follow up, the customer reported that the implant was removed due to peri-implantitis. The initial report of a fracture was an error.